Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with button error on their insulin pump. It was reported that the down and act buttons were unresponsive. It was reported that the customer's blood glucose level at the time was unknown. It was reported that the device would be replaced and returned for analysis.